Event description:
During a follow-up of the pt's hospitalization due to sepsis that developed into pneumonia, the medical records revealed the pt had passed away on (B)(6) 2015. The pt was originally hospitalized due to sepsis. During the pt's hospitalization, the pt developed pneumonia and hypotension that did not respond to intravenous fluids. The pt required vasopressors, and he was able to be weaned of them after several days. The pt could not be weaned off the ventilator and required a tracheostomy. The pt was not a good candidate for a peg due to his pd treatment. The pt's family decided to wait until his children from out of town could arrive, at which time they would consider hospice/comfort care. The next day the pt became bradycardic and then hypotensive that did not respond to three vasopressors. The pt went into ventricular fibrillation and had no palpable pulse and subsequently was pronounced dead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and completion of the clinical investigation of the medical records received.